Event description:
Related manufacturing ref: 3005334138-2018-00397, 3005334138-2018-00400, 3005334138-2018-00399. During a ventricular tachycardia ablation procedure, the introducer was skived when advancing the non-abbott needle for transseptal puncture. The stylet was used and the non-abbott needle was not preshaped. The introducer was removed with the non-abbott needle and were tested on the back table and resistance was noted. The introducer was replaced three additional times with no resolution. The introducers were replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The device was returned due to needle insertion difficulty and skiving. Functional testing revealed no anomalies when a brk needle/stylet assembly from current inventory was advanced through the returned sheath/dilator assembly. The dilator tubing was cut lengthwise and a build-up of skived material and no evidence of skiving was noted along the inner wall of the dilator. The complaint introducer is a swartz right sided (sr series) guiding introducer dilator, not a transseptal introducer dilator. For transseptal access with a brk needle, swartz left sided (sl series) transseptal guiding introducers are recommended. The cause of the needle insertion difficulty is consistent with the incorrect use of the device. The cause of the skiving is unknown.